Event description:
Device was implanted on 1/22/87. A cylinder was revised on 2/5/91. The entire device was removed from the pt on 7/16/96 due to inadequate rigidity-right side, left side nonfunctional.